Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. As the lot number was not provided, a review of the manufacturing records could not be performed. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. This report is a follow up to medwatch #mw5064213. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
This incident is a medwatch report and was received by mail. As the report did not contain the hospital name, we were unable to contact the hospital for additional details or return of product for evaluation. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event. This report is to follow up to medwatch report # mw5064213

Event description:
Unknown procedure - medwatch report - "trocar shaft snapped when the robot was being docked. It was found to be intact with no missing pieces when removed." Patient status - no adverse event. Type of intervention - na.